Manufacturer narrative:
A ge service representative performed an onsite investigation. The connector cable and the ps1 power supply were replaced. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system was producing x-rays independently. No patient injury was reported.